Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, episodes of noise and undersensing were noted on the right atrial (ra) lead. Technical support was contacted but the noise and undersensing could not be confirmed; however, far-field r-wave oversensing which resulted in automatic mode switching was observed instead. It was suspected that the cause of the event was due to lead insulation damage from clavicular crush. However, no diagnostic imaging has been conducted to confirm the supposition. No intervention has been conducted at this time but device reprogramming is anticipated at the next in-clinic follow up. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicating that device reprogramming was conducted to resolve the event. There were no known patient consequences.